Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain / pain / pelvic pain-moderate') and uterine haemorrhage ('abnormal uterine bleeding') in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" and device monitoring procedure not performed "essure confirmation test : no". The patient's medical history included gravida ii, parity 2 ((B)(6) 1991; (B)(6) 1992) and thyroid cancer. Concurrent conditions included obesity, drug allergy, drug hypersensitivity and drug allergy. Concomitant products included hydroxychloroquine for lupus erythematosus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), urinary tract infection ("urinary tract infection / infection (bladder/urinary tract/vaginal) type: urinary"), fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), migraine ("migraines"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)"), rash ("rashes or skin conditions type: rashes"), headache ("headaches"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the first episode of libido decreased ("other injury(ies) or complication (s) please describe: diminished libido") and depression ("depression"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), back pain ("back pain-moderate / back pain"), abdominal pain ("abdominal pain-moderate / abdominal pain"), abdominal pain lower ("severe cramping"), genital haemorrhage ("abnormal bleeding"), menorrhagia ("menorrhagia"), autoimmune disorder ("autoimmune disorders"), the second episode of libido decreased ("diminished libido"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), alopecia ("hair loss"), systemic lupus erythematosus ("worsen lupus"), abdominal distension ("bloating"), arthralgia ("joint pain") and myalgia ("muscle pain") and was found to have weight increased ("weight gain"). The patient was treated with surgery (on (B)(6) 2013 underwent novasure ablation and underwent hysterectomy with bilateral salpingectomy.). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue and abdominal distension had resolved and the uterine haemorrhage, back pain, abdominal pain, dysmenorrhoea, abdominal pain lower, dyspareunia, allergy to metals, genital haemorrhage, menorrhagia, autoimmune disorder, the last episode of libido decreased, urinary tract infection, fungal infection, migraine, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, headache, nausea, vaginal discharge, alopecia, depression, systemic lupus erythematosus, weight increased, arthralgia and myalgia outcome was unknown. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, allergy to metals, alopecia, arthralgia, autoimmune disorder, back pain, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, fungal infection, genital haemorrhage, headache, menorrhagia, migraine, myalgia, nausea, pelvic pain, rash, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, weight increased, the first episode of libido decreased and the second episode of libido decreased to be related to essure. The reporter commented: current weight: 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. (B)(6) 2013 : surgical pathology report : diagnosis: endometrium, curettings: benign mid to late secretory endometrium. Negative for dysplasia or malignancy. Gross description: endometrial curettings - received is a specimen container labeled "endometrial curettings" containing formalin fixative and multiple brown soft tissue fragments (16 x 4 x 1 mm in aggregate), entirely submitted within a single cassette. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage, medical device monitoring error" . Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 15-jan-2020: social media received. Event: weight gain , joint pain , muscle pain were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain / pain / pelvic pain-moderate"), uterine haemorrhage ("abnormal uterine bleeding"), genital haemorrhage ("abnormal bleeding"), autoimmune disorder ("autoimmune disorders") and systemic lupus erythematosus ("worsen lupus") in a 41-year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: medical device monitoring error "endometrial ablation performed concomitantly with the essure micro-insert implantation" and device monitoring procedure not performed "essure confirmation test : no". The patient's past medical history included gravida ii, parity 2 ((B)(6) 1991; (B)(6) 1992) and thyroid cancer. Concurrent conditions included obesity, drug allergy, drug hypersensitivity and drug allergy. Concomitant products included hydroxychloroquine phosphate (plaquenil) for lupus erythematosus. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia / dyspareunia (painful sexual intercourse)"), urinary tract infection ("urinary tract infection / infection (bladder/urinary tract/vaginal) type: urinary"), migraine ("migraines"), allergy to metals ("allergic or hypersensitivity reaction type: nickel / nickel allergy"), the first episode of fungal infection ("infection (bladder/urinary tract/vaginal) type: yeast infection"), female sexual dysfunction ("apareunia (inability to have sexual intercourse)") and headache ("headaches"). In (B)(6) 2015, the patient experienced dysmenorrhoea ("dysmenorrhea / dysmenorrhea (cramping)") and the second episode of fungal infection ("yeast infection"). On an unknown date, the patient experienced uterine haemorrhage (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), the first episode of abdominal pain ("abdominal pain"), the first episode of libido decreased ("diminished libido"), the third episode of fungal infection ("yeast infection"), the first episode of back pain ("back pain"), rash ("rashes or skin conditions type: rashes"), bladder disorder ("bladder problems or changes"), urinary tract disorder ("urinary problems or changes"), nausea ("nausea"), vaginal discharge ("vaginal discharge"), fatigue ("fatigue"), the second episode of libido decreased ("other injury(ies) or complication (s) please describe: diminished libido"), alopecia ("hair loss"), the second episode of abdominal pain ("abdominal pain-moderate"), the second episode of back pain ("back pain-moderate"), depression ("depression"), systemic lupus erythematosus (seriousness criterion medically significant) and abdominal distension ("bloating"). The patient was treated with surgery (underwent hysterectomy with bilateral salpingectomy.) And surgery (on (B)(6) 2013 underwent novasure ablation). Essure was removed on (B)(6) 2015. At the time of the report, the pelvic pain, fatigue and abdominal distension had resolved and the uterine haemorrhage, genital haemorrhage, autoimmune disorder, dysmenorrhoea, abdominal pain lower, menorrhagia, dyspareunia, urinary tract infection, the last episode of fungal infection, migraine, allergy to metals, female sexual dysfunction, rash, bladder disorder, urinary tract disorder, headache, nausea, vaginal discharge, the last episode of libido decreased, alopecia, the last episode of abdominal pain, the last episode of back pain, depression and systemic lupus erythematosus outcome was unknown. The reporter considered abdominal distension, abdominal pain lower, allergy to metals, alopecia, autoimmune disorder, bladder disorder, depression, dysmenorrhoea, dyspareunia, fatigue, female sexual dysfunction, genital haemorrhage, headache, menorrhagia, migraine, nausea, pelvic pain, rash, systemic lupus erythematosus, urinary tract disorder, urinary tract infection, uterine haemorrhage, vaginal discharge, the first episode of abdominal pain, the first episode of back pain, the first episode of fungal infection, the first episode of libido decreased, the second episode of abdominal pain, the second episode of back pain, the second episode of fungal infection, the second episode of libido decreased and the third episode of fungal infection to be related to essure. The reporter commented: current weight: 210 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.2 kg/sqm. On (B)(6) 2013 : surgical pathology report : diagnosis: endometrium, curettings: benign mid to late secretory endometrium. Negative for dysplasia or malignancy. Gross description: endometrial curettings - received is a specimen container labeled "endometrial curettings" containing formalin fixative and multiple brown soft tissue fragments (16 x 4 x 1 mm in aggregate), entirely submitted within a single cassette. ¿concerning the injuries reported in this case, the following one/ones were described in patient¿s medical record: uterine haemorrhage, medical device monitoring error" quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on (B)(6) 2018: events- "allergic or hypersensitivity reaction type: nickel, infection (bladder/urinary tract/vaginal) type: yeast infection, apareunia (inability to have sexual intercourse), rashes or skin conditions type: rashes, bladder problems or changes, urinary problems or changes, headaches, nausea, vaginal discharge, fatigue, other injury(ies) or complication (s) please describe: diminished libido, hair loss, abdominal pain-moderate, back pain-moderate, depression, yeast infection, worsen lupus, bloating, essure confirmation test : no", reporter, historical condition, patient information added from pfs. Events "endometrial ablation performed concomitantly with the essure micro-insert implantation , abnormal uterine bleeding", lab data, concomitant and historical condition added from medical record. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), back pain ("back pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, urinary tract infection, fungal infection, back pain and migraine outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, urinary tract infection, fungal infection, back pain and migraine to be related to essure. Quality-safety evaluation of ptc: ptc global number: (B)(4). Sample not available. Since we have no valid lot number for this case. We were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Most recent follow-up information incorporated above includes: on 18-apr-2017: quality-safety evaluation of product technical complaint. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, and reported adverse events including chronic pelvic pain, abnormal bleeding (seen as abnormal genital bleeding) and autoimmune disorder (unspecified, no other information or test results informed). A hysterectomy to remove essure was performed in (B)(6) 2015. Pelvic pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. There is no information about the plaintiff's historical and concomitant medical conditions. This case was classified as incident since a device removal was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. A product technical analysis is being sought.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("chronic pelvic pain"), genital haemorrhage ("abnormal bleeding") and autoimmune disorder ("autoimmune disorders") in a female patient who received essure for female sterilization. The occurrence of additional non-serious events is detailed below. In (B)(6) 2013, the patient started essure. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and clinically significant/intervention required), genital haemorrhage (seriousness criterion medically significant), autoimmune disorder (seriousness criterion medically significant), dysmenorrhoea ("dysmenorrhea"), abdominal pain lower ("severe cramping"), menorrhagia ("menorrhagia"), abdominal pain ("abdominal pain"), dyspareunia ("dyspareunia"), libido decreased ("diminished libido"), urinary tract infection ("urinary tract infection"), fungal infection ("yeast infection"), back pain ("back pain") and migraine ("migraines"). The patient was treated with surgery (hysterectomy to remove essure in (B)(6) 2015). Essure was withdrawn. At the time of the report, the pelvic pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, urinary tract infection, fungal infection, back pain and migraine outcome was unknown. The reporter considered pelvic pain, genital haemorrhage, autoimmune disorder, dysmenorrhoea, abdominal pain lower, menorrhagia, abdominal pain, dyspareunia, libido decreased, urinary tract infection, fungal infection, back pain and migraine to be related to essure. Company causality comment: this litigation case report refers to a female plaintiff who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2013, and reported adverse events including chronic pelvic pain, abnormal bleeding (seen as abnormal genital bleeding) and autoimmune disorder (unspecified, no other information or test results informed). A hysterectomy to remove essure was performed in (B)(6) 2015. Pelvic pain of varying intensity and duration as well as changes in bleeding pattern, including unscheduled and heavy bleeding may occur and persist after essure insertion. There is no information about the plaintiff's historical and concomitant medical conditions. This case was classified as incident since a device removal was required. Follow-up information will be obtained through the litigation process. A product technical analysis is being sought.